Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. In addition, non-sustained episodes on the shocking eletrogram were noted with a thick, noisy baseline.